Event description:
The user facility reported that during a therapeutic endoscopic ultrasound procedure, the users experienced difficulty when attempted to extend a non-olympus needle past the forceps elevator. The users elected to utilize a different, but similar endoscope and needles to complete the procedure. There was no pt injury or complications reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of the forceps elevator was not working appropriately. The forceps elevator was noted to be loose and would lift when engaged, creating a restriction at the distal end. Additionally, the angulation control knobs had slack and there was low angulations in the bending section due to stretched angle wires. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.